Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain and had received inappropriate therapy for atrial tachycardia/atrial fibrillation (at/af) that was detected as ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.